Manufacturer narrative:
On-site visit revealed that the device failed flow transducer test and internal leakage test during pre-use check, which was confirmed in provided device's logs. Expiratory channel printed circuit board (pcb) and pressure transducer pcbs were pointed as defective. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Provided device's logs were incomplete, the date was inadequate, therefore only logs considering complaint allegation were analyzed. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcbs and expiratory channel pcb.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).